Event description:
It was reported the patient's blood glucose level rose to xxx mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site as the adhesive did not adhere on the back, causing the cannula to dislodge while sleeping. The patient discarded the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.